Event description:
Extension set disconnected from an unspecified peripheral IV catheter. It was unknown what solution was being infused and how the disseconection was discovered. The pt did experience an unspecified amount of blood loss. The extension set was replaced with a new extension set. There were no reported adverse pt effects. No medical intervention were required.